Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one (1) similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. False negatives were generated via poor amplification potential associated with the omicron pellet used in this build. Root cause for both failure modes is determined to be the pellet. Further root cause analysis did not provide additional information aside from the observation that the pellet lot used in this build contributed to poor amplification. This issue was not observed with other pellet lots and is believed to be an isolated incident. No further investigation is required.

Event description:
Customer reports ten false negative results for ten patients when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 2. See related cases for alternate false negative results. Individual received a false negative test result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 16594j, reader sn (B)(4)). Individual received a positive result using abbott ID now test during the same time frame. Customer did not provide additional information.